Manufacturer narrative:
The investigation into the purge issue has been completed. The automated impella controller (aic) was returned for investigation. Console logs from the reported day of event were consistent with the complaint and showed multiple "purge disk not detected" alarms that started during purge cassette change attempt. The console was observed that the purge disk detect flag was missing (broken). After the part was replaced, the console was able to correctly detect the purge disk. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock needed an impella for mechanical circulatory support. While on support, the automated impella controller experienced purge issues that were resolved by changing out to a backup console. There was no report of patient harm or injury.